Manufacturer narrative:
(B)(4). Additional: it was reported performance breakage suture. Eight unopened samples were returned for analysis. During the visual inspection of eight samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported by a vet that an animal underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread broke at the level of the crimping. Another device was used to complete the procedure. There were no adverse patient consequences.